Manufacturer narrative:
The concerned workstation consists of the cockpit c500 with a touchscreen as display-, input- and monitoring device and the ventilation unit v500. The two units communicate via defined network interfaces. In the course of investigation, the device log file was analyzed. Other than reported, there was no restart of the cockpit logged at the reported time of event. Further, the analysis of the log file has shown that the pcb ¿m16 therapy control unit¿ was not responding as expected. As specified for this situation a reboot of the ventilation unit was initiated on (B)(6) 2017 in order to fix the problem. In this case the reboot sequence lasted for approximately 7 seconds and the safety-valve is opened in order to allow spontaneous breathing. This reboot is alerted to the user by the internal piezo speaker. The ventilation was being automatically resumed in the latest settings after successful completion of the warm start. During on-site inspection by the dräger service engineer the pcb ¿m16 therapy control unit¿ was confirmed to be root cause. Therefore the pcb ¿m16 therapy control unit¿ was replaced and the matter was fixed.

Event description:
The customer reported that that while a patient was connected to the ventilator, the cockpit restarted. No patient injury was reported.